Event description:
It was reported the patient was on day 12 of receiving continuous blinatumomab infusion through her ivad. Patient was at scheduled clinic appointment when patient's father noticed that ivad was broken, so he clamped ivad and stopped pump as per previous teaching instructions. Rn at bedside confirmed breakage. It was reported this occurred twice with this patient. This report addresses the unknown event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient was on day 12 of receiving continuous blinatumomab infusion through her ivad. Patient was at scheduled clinic appointment when patient's father noticed that ivad was broken, so he clamped ivad and stopped pump as per previous teaching instructions. Rn at bedside confirmed breakage. It was reported this occurred twice with this patient. This report addresses the unknown event.